Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the broken jaw could not be determined, likely factors causing the defect could have been the following: 1) the tissue was grasped at the tip of the grip, and ultrasound was output with the probe and tissue pad in contact at the rear end of the grip. 2) the tissue pad is worn out. 3) since the tissue pad was output when it was worn, there were contact marks between the probe and the grip. 4) when outputting with the rear end of the grip and the probe in contact, the following load was applied to the grip, which caused the grip to break at the contact trace and fall off. - ultrasonic vibration due to ultrasonic output - expansion and contraction of the gripping part due to repeated heat application to the gripping part due to ultrasonic vibrations the customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : - do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the jaw of the sonicbeat broke, unhooked and fell into the patient during a therapeutic laparoscopic bilateral tubal ligation procedure. The piece was retrieved from the patient's body. A second sonicbeat device was used to complete the procedure. The device was discarded by the facility. There were no reports of patient harm associated with this event.